Event description:
The atrial lead exhibited loss of capture, noise and exit block. The patient experienced muscle stimulation.

Event description:
It was reported that the holter monitor showed loss of sensing. Stored electrograms revealed additional loss of atrial sensing with related safety pacing. These activities were captured when the patient felt symptomatic after bending over while working at home. The physician programmed the atrial polarity to the unipolar configuration and undersensing had not occurred since. The lead would be replaced at the pulse generator changeout.

Manufacturer narrative:
No medwatch form was received - symptomatic.

Manufacturer narrative:
The lead was received in three pieces. The three pieces showed good continuity within their own lengths. Many insulation abrasions were found on the helix end piece, all exposing the proximal coil. This exposed coil could be the cause of the electrical anomalies reported.